Manufacturer narrative:
Batch review performed on 22 december 2020: lot 183792: (B)(4) items manufactured and released on 16-nov-2018. Expiration date: 2023-11-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to the rupturing of the anterior capsule during rehabilitation therapy, 3 months after the primary surgery. The surgeon revised the 50mm humeral head to a 48mm humeral head and repaired the soft tissue of the anterior capsule. The surgery was completed successfully.